Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photos were returned. Based on the iol (intraocular lens) presentations shown in the photographs, the associated company iol type and the descriptive findings provided, the reported appearance may represent photochromatic sheen. However, the identity of this appearance cannot be confirmed from this photo review alone. Further evaluation is required to accurately identify the reported appearance and determine its relevance to the associated complaint investigation. The origin of the reported complaint cannot be confirmed. Complaints have been received reporting a potential presence of polychromatic sheen. No harm to patients reported. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information was provided in d.4. Product UDI has been updated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, iol surface had a bluish and glistening appearance during an outpatient examination after the iol had been implanted. This finding had been observed during examinations from immediately after surgery until 2 to 3 weeks after surgery, but the patient did not complain of any symptoms. There were no abnormalities in the visual acuity or optotypes. At the examination about one month after the surgery, the glistening had disappeared, and the patient condition was no different from normal. There were no complaints from the patient and no abnormalities in the visual acuity or optotypes. Additional information was requested.